Event description:
The patient was injected in the nasolabial folds and marionette lines. The patient allegedly developed nodules two weeks after injection which migrating to the upper lip. The patient was treated with prednisone initially and subsequently vitrase. The lower lip was incised and drained and a culture was taken.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the corporation of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.